Event description:
Caller reported that the t: slim x2 pump battery was not charging despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to plug the wall adapter into a working outlet for at least 30 minutes to see if the pump would begin charging, and cts planned to follow up. Upon follow up customer stated that after 20 minutes of charging customer got temperature alarm. Issue was resolved in a seperate case customer recieved a replacement pump.